Manufacturer narrative:
Product ID 3093-28, lot# v952224, implanted: 2012 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
It was reported that the patient had just had surgery for a scar revision. The healthcare professional (hcp) tried to sync the patient programmer with the implantable neurostimulator (ins) and saw a call your doctor screen. The hcp was unable to adjust stimulation. It was noted that there was a power on reset (por) condition. Additional information requested but had not been received as of the date of this report.